Event description:
It was reported that during the procedure, the phenom 27 device could not be placed in the landing zone and it was exchanged for an subject excelsior microcatheter for better access. The pipeline was stacked inside and it was not able to release the pipeline in the landing zone. The pipeline was stuck during delivery before the distal coil exited the subject microcatheter. Many attempts were made to push and pull the pipeline and to reposition the subject microcatheter, but without success. The subject microcatheter device was replaced by another manufacturer's device to complete the procedure. Post procedural angiography showed complete occlusion. No patient injury was reported as a results of the event. The patient was undergoing embolization treatment for unruptured fusiform aneurysm measuring 25mmx15mm located in the right internal carotid artery (ica)/c7. The distal and proximal landing zone was 3.00mmx4,50mm. The vasculate was severe in tortuosity. The patient was on dual antiplatelet. The subject microcatheter was flushed with heparinized saline. Physician released load but did not solve problem. No damage noted on the subject catheter or the pushwire. No other information was provided.

Manufacturer narrative:
Gtin: added catalog # search- corrected from 'unknown' to 'm003xt2750910' d1 product long description: corrected to 'excelsior xt-27 std pre-shaped 150cm' c2/d10- concomitant products grid -added. Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. Visual inspection of the device revealed that the catheter shaft was cut and the proximal catheter shaft was found to be heat damage. The functional testing could not be performed due to the condition of the returned device. The reported defect was confirmed based on analysis of the device. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. The reported event is covered in the device direction for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information indicated the patients anatomy was severely torturous which would have contributed to the event. No patient injury was reported as a results of the event. There were requests for more information, but no more information was received. The catheter shaft was found badly damaged, and the catheter shaft appeared to be cut. The issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and anatomical factors during use, the product performance was limited. The as reported as well as the listed in the grid below will be assigned procedural factors.

Event description:
It was reported that during the procedure, the phenom 27 device could not be placed in the landing zone and it was exchanged for an subject excelsior microcatheter for better access. The pipeline was stacked inside and it was not able to release the pipeline in the landing zone. The pipeline was stuck during delivery before the distal coil exited the subject microcatheter. Many attempts were made to push and pull the pipeline and to reposition the subject microcatheter, but without success. The subject microcatheter device was replaced by another manufacturer's device to complete the procedure. Post procedural angiography showed complete occlusion. No patient injury was reported as a results of the event. The patient was undergoing embolization treatment for unruptured fusiform aneurysm measuring 25mmx15mm located in the right internal carotid artery (ica)/c7. The distal and proximal landing zone was 3.00mmx4,50mm. The vasculate was severe in tortuosity. The patient was on dual antiplatelet. The subject microcatheter was flushed with heparinized saline. Physician released load but did not solve problem. No damage noted on the subject catheter or the pushwire. No other information was provided.